Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up when oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular lead. Programming changes and an induction test were discussed. No further information available.

Event description:
New information received notes programming changes were made. No patient consequences were reported.